Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was over 500 mg/dl at the time of the call. The customer woke up with multiple no delivery alarms while changing the infusion set prior to the motor error alarm. The customer stated that they were able to change the set and prime the insulin pump. Customer does not want to return the set for analysis. Customer does not want to return the reservoir for analysis. The customer stated that they may go to the emergency room. The customer did not return the product back for analysis.